Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was removed and replaced due to a capsular tear. Through follow-up, we learned that during the implantation of the lens a partial disinsertion of the crystalline capsule occurred with opening of the posterior capsule. Therefore, account indicated that they proceeded with the removal of the iol and the implantation of a three-piece iol in the sulcus. No additional information was received.